Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with da pcba adc failed vent inop occurrences. The customer also reported that the unit is not giving the hours for the data acquisition board and the flow sensors. The customer reported there was no patient involvement.